Event description:
Customer reported the system would intermittently shut down on its own, or would not boot up, when the power cord was moved. No pt or staff injury was reported.

Manufacturer narrative:
A ge representative contacted the customer and told them the system needed to be checked immediately as it may be an electrical safety hazard. The ge representative was told the system was in use and not available. Customer later repaired the power cord and reported the system was operating as intended.